Manufacturer narrative:
Device was used for treatment, not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed; the device was tested and would not engage when power was applied. The unit exhibited damage to the motor and ecu that was consistent with immersion in water. This condition is indicative of improper cleaning of the device. We recommend that the user review the cleaning and maintenance procedures for the device. Proper cleaning and maintenance are required in order to ensure trouble-free operation. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It is reported that a battery oscillator stopped working during a total hip surgery. There was no patient injury, no user injury and no delay in surgery. This is 1 of 1 reports for this event.